Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during patient use at the hospital. There was no report of patient injury or medical intervention. It is unknown what the device was filled with. No additional information is available.

Manufacturer narrative:
Additional narrative: the device is available for evaluation, per the customer, however, the device has not yet been received by baxter. Should the device or additional information be received, a follow-up report will be submitted.(B)(4).